Event description:
It was reported that after use of the fiber at 7,376j and 1:38 minutes in a prostate procedure, the tip detached outside the patient, possibly during cleaning. A second fiber was utilized to complete the case. There was no harm to the patient due to this event. The detached tip was misplaced in operating room (or) after the case.

Manufacturer narrative:
Analysis of the returned device revealed the fiber/glass cap is fractured distal to the uv glue zone. The glass cap distal part is detached and not returned. The heat shrink tubing open end wall integrity is compromised, and exhibits signs of melting, erased red octagonal sign, and partially erased blue arrow indicator. The fiber appears blackened near the heat shrink tubing open end. Based on the device analysis, the potential for forward firing may exist. The probable cause of the failure is heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. An evaluation conclusion code of operational context was assigned to this investigation.